Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their tooth broke. They will need to get a crown put onto the tooth. Their dentist is concerned that the tooth could be unstable that it could break off.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.